Event description:
The event involved a plum burette clave sites 114in ndehp that was reported to contain white spots inside the outlet tube during priming. There was no patient involvement and there was no patient harm. One used plum burette clave sites 114in ndehp was returned for investigation. As received, the set was visually examined and the substance was confirmed in the inlet tubing to the burette. The complaint was confirmed. The probable cause is due to the application of excess solvent during the bond setting process that uses a solvent dip. The device history record (DHR) was reviewed and no nonconformities were identified that may have contributed to the reported complaint.